Event description:
It was reported that the needle did not retract appropriately. The outer sheath of the IV was missing too.

Event description:
It was reported that the needle did not retract appropriately. The outer sheath of the IV was missing too.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. One sample returned used, locked out needle guard assembly without catheter assembly, sheath component and blister packaging for analysis. The sample was visually examined under magnification and photographed. The needle guard assembly displayed no evidence of locking mechanism damage or cannula protruding beyond the guard nose. After gently returning the device to the unlocked position, the cannula was visually inspected with no cannula bevel tip nonconformances noted. Review of manufacturing logbooks identified no definitive causal factor for the issue. Without the catheter assembly for the returned sample to evaluate for potential catheter severance issues, the reported event could not be confirmed as a manufacturing nonconformance. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No correction or corrective actions will be conducted by the manufacturing facility at this time. Complaint information will continue to be monitored. The manufacture will regularly reviews and analyzes post-market data for new information or adverse trends, implementing corrections, taking corrective and preventative actions accordingly.